Event description:
It was reported that the patient¿s pacemaker exhibited an error message. No changes or interventions were reported. The patient¿s condition was not known.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review, the pacemaker, manufacturer report 2017865-2026-01488, should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.